Manufacturer narrative:
The device was returned and analysis found residue in the motor gear train. Analysis identified wearing on the [upper/lower] shaft of gear number [one/two] (or the rotor). Concomitant medical products: product ID 8709sc, serial# (B)(4), product type catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a device manufacturer representative regarding a patient receiving prialt (3 mg/ml), bupivacaine (2.5 mg/ml), and dilaudid (2.5 mg/ml) at an unknown dose via an implantable infusion pump. It was reported that the pump started alarming late friday night and when the pump was interrogated it showed a motor stall. There were no environmental/external/patient factors that may have led or contributed to the issue. The patient was alive with injury and reported to have withdrawal symptoms. The issue was unresolved at the time of this report. The pump was scheduled to be explanted on (B)(6) 2018. No further complications have been reported as a result of this event.